Manufacturer narrative:
The device is not expected to be returned for evaluation as it has been reported as discarded by the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a single use aspiration needle na-u401sx, the green tip material was shredding. The event occurred during the diagnostic procedure (endobronchial ultrasound-ebus) and was completed with a similar device. The user reported a slight procedure extension and reported that no part of the device was retained in the patient. There were no reports of patient harm or impact associated with this event. This record is to capture the second needle from the same lot that was also used in the reported event. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of october 2022 but a specific date could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was discarded and a final root cause of the event was unable to be determined. However, it's likely that when the sheath is protruded while the angle of the endoscope is severe (upmax state), the internal parts (metal pipes) of the endoscope come into contact with the sheath, causing the sheath to deform due to increased frictional resistance. The following is included in the instructions for use: ¿do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. When removing the product from the tray, remove the insertion part after removing and holding the handle. If you first remove the insertion tube and hold it, then remove the control section, the insertion tube may be deformed. Do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. Return the up/down angle lever of the endoscope to its neutral position before inserting the aspiration biopsy needle into the endoscope. Insertion with the angle fixed may damage the endoscope or aspiration needle. Do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty.¿ olympus will continue to monitor field performance for this device.